Manufacturer narrative:
The model#/catalog# identified is a carefusion which is same or similar to a device that is approved for sale domestically. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported that during a saline infusion, the pump alarmed for downstream occlusion and when the nurse flushed the line, a leak occurred. No patient harm or medical intervention occurred. No further patient/event information was reported.